Event description:
After opening the probes, it was noticed that the lnvb and ant temp probes had mixed labels. Both had one label for each probe. For example two of the probes were labeled as both lnvb and ant. This was caught before use and the case continued as normal. Complaint 2 of 2.

Manufacturer narrative:
Device not returned. Product from the same lot, returned for the same issue, evaluated. Issue was confirmed. (B)(4) initiated to further investigate the issue.

Manufacturer narrative:
This product not received,evaluation in progress. Follow-up report will be filed when investigation is complete. Evaluation in progress.